Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record device history lot DHR review  part number: 242018. Supplier serial number: (B)(4). Expiration date: n/a. Release to warehouse date:  01-18-2018. Manufacturing date: 01-18-2018. Supplier: hsw. Manufacturing site: tuttlingen, germany. Any anomalies: none. Device history batch null, device history review null h3, h6: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a cloudy image was confirmed. The following failures were identified during analysis by the supplier : distal tip damage -illumination fibers at distal tip have endoscope body damaged/scratched -cosmetic refurbishing of the scope -particles under proximal cover glass. The identified failures were fixed and the device was found to be working according to specifications. The damage / scratch to the illumination fibers and the presence of particles under proximal cover glass are a result of user mishandling of the device. A device history review was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by an employee via phone that while inspecting the devices after a trial, the hd arthroscope/sinuscope had a cloudy image. There was no case involved, therefore no patient involvement or delay. The devices are being returned for evaluation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on initial report as november 16, 2018 but should have been january 23, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.